Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced exposed sub urethral sling, pelvic pain and anterior colporrhaphy. Examination under anesthesia and excision of the aris sling was performed. Examination of the anterior vaginal wall showed a transverse defect along the line of a prior sub urethral aris sling insertion.